Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Markings on syringe tip. Additional information: the material is embedded.

Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, three syringes are shown with a white dot (bubble) observed within the tip. A device history review was performed for lot: 2402061, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the photos provided. Final products from this manufacturing line undergo routine sampling and are subjected to both visual and functional inspections at various stages of production. No issues related to the reported observation were identified during these inspections. While we could not identify a direct issue, the bubble likely generated during the molding process. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends

Event description:
No additional information.